Event description:
It was reported that during a lap gastrectomy, the tissue pad was detached earlier than usual in about 1 hour. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.